Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had error 354.6770 . There was no patient involvement.